Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the complaint was not verified in history or duplicated in testing. No occlusion alarms observed in pump history. Black box shows delivery interruption on (B)(6) 2014 from 03:55 to 05:53 due to unconfirmed replace cartridge alarm. Pump was exercised for 24hrs with no ¿occlusion¿ alarms duplicated. Pump was manually occluded during testing. Pump displayed an "occlusion alarm" message on the screen along with vibrate and audible features. The tdd¿s add up correctly and reflect the users programmed basal rate. Pump passed delivery accuracy test and found to be delivering within required range. Occlusion alarm feature found to be functioning properly, unrelated to the complaint, the audio bolus button cover is torn; the button is fully responsive to user presses. The display screen has a pinkish contrast.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump had failed to emit an occlusion alarm, and the patient has a blood glucose (bg) of 550 mg/dl. The patient required no unusual treatment. Troubleshooting found that the occlusion sensitivity was set on high, but there was no occlusion alarm in the pump history. This complaint is being reported because the alarm issue was note resolved and the patient experienced hyperglycemia.